Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that patient was feeling weird this morning and replaced batteries on programmer but still felt weird. Patient reports can usually feel it "in the back, working" but felt weird this morning. Patient states went to connect to ins and saw por message. The patient was redirected to their healthcare provider (hcp) to further address the issue and clear por.